Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a c-stem pinnacle done about 12 months ago. Notes were unavailable so I was unable to get the exact date. Female, left side. The reason for revision was due to instability and dislocation. Only the head and liner was removed and a new head and constrained liner were implanted. Prior to the case the surgeon noted that it was interesting that a high offset stem and +9 head was used in the primary. During the case the surgeon then said how much laxity there was in the soft tissues, and lack of muscle tissue, so we went straight to a constrained liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence cannot confirmed the reported allegation. Deformation was found on the edge of the liner, most likely caused during the extraction process. However, implant dislocation cannot be confirmed without x-rays evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.